Manufacturer narrative:
Based on the claims against the product noting fogging issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations confirmed but not replicated the customer reported complaint. The focus of the endoscope was tested on a system or equivalent and found failed the focus test. The endoscope failed focus at a working distance and all distance passed on both eyes. Distal tip was cracked and vison test failed. The endoscope had no image in both eyes. Additional observation(s) not reported by site were also identified: the endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The endoscope was plugged on in-house system or equivalent and provide color bars in both eyes. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope shaft's circularity was tested using a go-no-go gauge and failed. The gauge failed to slide smoothly down scope's shaft due to damage found at tip and/or shaft.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the endoscope had fogging and focusing issues. The procedure was completed with a backup camera with no reported injury.